Event description:
The retention dome broke during traction removal and fell into the stomach. The indwelling period was 178 days.

Manufacturer narrative:
The complaint of a break in the retention dome is confirmed. It should be noted that only the separated retention dome was returned for evaluation. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. The section that contains the feeding tube and dual feeding adapter were not returned for evaluation. A chr is not possible, as no mfg lot number info has been provided by the complainant.